Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a probable temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event(s) of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Individuals undergoing pd therapy (manual or cycler based) are at high risk for developing infections of the peritoneum. Limited information precluded an extensive and thorough investigation. While there is currently no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s adverse event(s). Given the lack of causality, no product/device availability for manufacturer evaluation, and the absence of detailed follow-up, there is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient has peritonitis. Additional information was requested, however; to date was not provided.